Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the loosening and anterior subsidence and migration of the talar component can be confirmed with the provided CT scan. The underlying cause remains unclear, but a decompensation of the already existing flatfoot was described. This may have been anticipated by the surgeon and additional measurements may have prevented from the failure. Therefore, it seems to be a mixture of patient related factors (flatfoot) and lack of measurements and therefore a procedure related cause which may be responsible for the failure. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Although the issue is most likely related to a combination of patient condition and procedure related, the root cause could not be conclusively determined. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The surgery took place in 2023 with good result at the beginning but with a flat foot decompensation after surgery which has caused an impingement of the talar implant with aseptic loosening. This patient had problems of aseptic loosening of her 2 knee arthroplasties with revisions which the surgeon suspects is due to poor bone quality.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The surgery took place in 2023 with good result at the beginning but with a flat foot decompensation after surgery which has caused a impingement of the talar implant with aseptic loosening. This patient had problems of aseptic loosening of her 2 knee arthroplasties with revisions which the surgeon suspects is due to poor bone quality.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.